Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed and no issues were observed on sensor patch. Data was extracted using approved software, and extraction was successful. The sensor was found to be in sensor state 7 with event log 11 and sensor state 8 with event log 9 which is an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Functionality test will be performed on the sensor to verify if sensor is functioning as intended. Watermark was observed at the base of the sensor tail indicating that the sensor tail was properly inserted. The returned sensor was further investigated and de-cased. Visual inspection was performed on the pcba (printed circuit board assembly) and no issues were observed. Performed a source measure unit (smu) test to check that the returned sensor¿s electronics were functioning properly. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics. No malfunction or product deficiency was identified; therefore, this issue is not confirmed. An investigation has also been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kits were reviewed, and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.